Event description:
Philips received a complaint by the customer on the v60 indicating that the device was loose on the u-stand. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) provided the customer with the part number of the replacement u-stand thumbwheels and cpu tray cover for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) stated that the replacement u-stand thumbwheels and cpu tray cover were ordered, and upon receiving the new parts, the bme performed the replacements to resolve the issue and placed the device back in service. The bme also replaced the plate and screws as the threaded insert was ripped out of the old one. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.